Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in a tortuous, calcified vessel. While pulling the taxus express2 3.0x28mm drug eluting stent through the catheter, the stent struts were damaged. No patient complications occurred.